Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient was hearing a pump alarm. When the pump was read, a motor stall message was noted and noted the motor stall was active. It was noted the patient did not have a magnetic resonance imaging (MRI) or exposure to electromagnetic imaging (emi). It was noted that the pump was refilled and no volume discrepancy was noted. It was confirmed it was probably a motor stall based on message and alarm. It was reported to consider pump replacement and reducing dose as pump may restart at programmed rate. The hcp was conferenced on the call and indicated at this point the patient was doing fine and they were not planning to replace the pump. No symptoms were reported. The event date was (B)(6) 2020. Additional information received from a manufacturer representative (rep) and confirmed with the hcp indicated that the cause of the motor stall was unknown. It was unknown what actions/interventions were taken to resolve the motor stall. It was unknown if the motor stall has been resolved. No further complications were reported.